Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that implant was removed due to implant fracture. #12 crown kept loosening up. Grafted prior to implant placement. Symptoms as a result of the event: inflammation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) tsvmb13, (imp, tsv, mcol mg, 3.7mm,13m) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number: 62947795. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 62947795 for similar events and one (1) other complaint was identified (B)(4). Review completed utilizing keywords: ¿fracture implant¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 5, the most likely root causes determined from the investigation are long-term parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvmb13 (imp,tsv,mcol mg,3.7mm,13m) for evaluation. Visual evaluation was performed. The implant was trephined and had debris on its internal and external threads. The implant had markings from the removal. However, due to the limitations of the dyno capture, unable to detect any fractures. DHR review was completed for the subject lot number 62947795. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62947795 for similar events and no other complaint was identified . Review completed utilizing keywords: ¿dental : functional : fracture : implant¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 5, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction could not be verified. The implant had markings from the removal. However, due to the limitations of the dyno capture, unable to detect any fractures. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.